Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The device was alarming and the patient was found in her room with decreasing oxygen blood saturation. 911 was called and CPR was initiated. The patient expired. The ventilator was returned to the manufacturer for evaluation. The device was received without the air inlet filter installed. The device had significant dirt and dust contamination which clogged the machine flow sensor. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. On the reported day of the event, 03/31/2022, the logs indicate the device was alarming for a significant number of volume under delivery and high inspiratory pressure conditions. The manufacturer concludes the device alarmed appropriately to alert the caregiver of an issue.

Manufacturer narrative:
Corrections were made to sections b1, b3 and h4 to indicate the corrected dates.